Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receiving occlusion message during rate testing of device 8100 (s/n (B)(4)). Case resolution: customer receiving pop-up message "occlusion", message during rate testing of device 8100 (s/n (B)(4)). Customer mentions device stops at the beginning during rate accuracy. Step through the work around process in system maintenance. Pop-up message not eliminated and re-occurs. Test of analog sensor in system maintenance, identified the patient-side pressure sensor faulty (4.99 volts). Suggested to customer to repair/replace the patient-side pressure sensor, to resolve problematic fault. Informed customer, if any further concerns and/or issues to give a call back. End call.